Event description:
It was reported that the asymptomatic patient presented for follow-up after receiving patient notification. Interrogation of device revealed noise episodes. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 43.0- 43.5cm from the lead tip, consistent with lead friction to the ICD can. The re conductor, etfe coating was abraded at this location. This is consistent with the observation from the field of noise if the lead were to come in contact with the ICD can.

Manufacturer narrative:
The serial number for this lead was previously reported as (B)(4). This report notes the correct serial number.